Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire detachment occurred. The 80% stenosed target lesion was located in a moderately calcified artery below-the-knee. While attempting to navigate the vessel using a rubicon 14 and the v-14¿ controlwire®, the tip of the wire detached in the anterior tibial artery. The physician attempted to revascularize at the subintimal space. The procedure was completed with another of the same device. No attempt was made to remove the detached section. No further patient complications were reported and the patient status is good.

Event description:
It was reported that a guide wire detachment occurred. The 80% stenosed target lesion was located in a moderately calcified artery below-the-knee. While attempting to navigate the vessel using a rubicon 14 and the v-14¿ controlwire®, the tip of the wire detached in the anterior tibial artery. The physician attempted to revascularize at the subintimal space. The procedure was completed with another of the same device. No attempt was made to remove the detached section. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a visual examination of the returned device found the distal tip detached (polymer coating) and kinked; moreover, there is no evidence of fracture on the corewire. All the outer diameter (ods) and the overall length measurements taken were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).